Event description:
Device history record was reviewed, no event linked to the reported issue was observed. Short timeline of events as follows: on (B)(6) around 2pm, some events of flow rate modification are recorded without validation. On (B)(6): no infusion started. Also some errors 54 and 99 are recorded, but are due to mandatory battery disconnection (only way to stop beeps and switch off). However history data is insufficient to confirm events described in complaint. The device was received at infusystem (distributor) and an attempt to repair was performed by their technical team. Upon first step of investigation infusystem discovered that pump did not turn on and the keypad was defective. Therefore a new complaint was opened for the defective keypad issue (co20-00018486) and the device was sent to brézins for further investigation. The device could not be switched on. Keypad test was performed. It was found that at least 1 key was not working (in short circuit), because device start in infinite beeps. A test with tubing set has the same way: not possible to do anything on device, but no flow rate or other parameter (volume / time) modification seen. A battery disconnection was done (as it was the only way to stop beeps and switch off). Internal check did not find any visible contamination traces around the keyboard. Once the upper case replaced the device worked as expected. The reported event for keypad issue (co20-00018486) is reproduced and is due to a defective keyboard. Although the flowrate fluctuation was not reproduced it is very likely that the defective key in short-circuit led to a random flowrate setting modification. However this could only be seen on screen without any consequences on the actual infusion flowrate. The modification would only occur if a manual validation confirms this unexpected change of settings. A CAPA has been initiated on defective keyboard (with non functional key). To our knowledge there were no adverse consequences to the patient as a result of this incident. This complaint is not confirmed for the flowrate fluctuation. No action was initiated for this event as per our local procedures however the complaint has been registered for statistical monitoring. The trend is normal and reported risk is lower than estimated risk.

Event description:
Inaccurate flowrate.